Event description:
Information was received indicating that this ambulatory infusion pump exhibited over delivery. No adverse patient effects were reported.

Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The device history log was reviewed showing no sign of the complaint. Three accuracy tests were performed with all three over delivering outside manufacturer specifications. Based on the evidence the expulsor was the cause of the complaint. However, it is unknown as to who caused the problem.